Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the left eye. The patient reported issues with extreme glare and halos at night, her need to drive at night, and her unhappiness with the multifocal lens. Patient was unable to adjust to the multifocal lens and requested a lens exchange. The lens was replaced with a monofocal crystalens. Patient reportedly doing fine post op; no issues. No further information was provided.

Manufacturer narrative:
Additional information: complaint device was returned, the device was photographed and sent to manufacturing site for evaluation; however, the site did not receive the actual device. Therefore, returned device photo was evaluated. Device available for evaluation - yes, returned on may 24, 2016. Device returned to manufacturer - yes. Device evaluation: a photo of the returned complaint device was evaluated and it can be seen that the lens is cut in pieces, most probably to make explant possible. Considering condition of the lens, additional analysis is not possible. Reported complaint cannot be confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.